Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), deep vein thrombosis ("dvt") and thrombosis ("blood clot") in a 30-year-old female patient who had essure (batch no. Do6931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gianvi from 2002 to (B)(6) 2015. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain/lower left abdomen/dull ache to severe"), vaginal haemorrhage ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss") and back pain ("pain: lower left back/dull ache to severe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of joint swelling ("severe swelling in left ankle"), the second episode of alopecia ("hair loss"), the second episode of joint swelling ("severe swelling of the left ankle"), deep vein thrombosis (seriousness criterion medically significant), menstrual disorder ("horrifying periods") and thrombosis (seriousness criterion medically significant). The patient was treated with calcium polystyrene sulfonate (zerolit) and surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix, and fallopian tubes were removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, headache, back pain, deep vein thrombosis, menstrual disorder and thrombosis outcome was unknown, the abdominal pain lower, vaginal haemorrhage, migraine, the last episode of alopecia, menorrhagia and the last episode of joint swelling had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, deep vein thrombosis, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, thrombosis, vaginal haemorrhage, the first episode of alopecia, the first episode of joint swelling, the second episode of alopecia and the second episode of joint swelling to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 30-year-old female patient who had essure (batch no. Do6931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gianvi from 2002 to (B)(6) 2015. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain/lower left abdomen/dull ache to severe"), vaginal haemorrhage ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss") and back pain ("pain: lower left back/dull ache to severe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of joint swelling ("severe swelling in left ankle"), the second episode of alopecia ("hair loss") and the second episode of joint swelling ("severe swelling of the left ankle"). The patient was treated with calcium polystyrene sulfonate (zerolit) and surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix, and fallopian tubes were removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, headache and back pain outcome was unknown, the abdominal pain lower, vaginal haemorrhage, migraine, the last episode of alopecia, menorrhagia and the last episode of joint swelling had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of alopecia, the first episode of joint swelling, the second episode of alopecia and the second episode of joint swelling to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of tubes. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and medical record received. Reporter added. Lot number and concomitant disease added. Previously reported events menorrhagia, vaginal hemorrhage and cramping outcome was updated to recovered from unknown. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), deep vein thrombosis ("dvt") and thrombosis ("blood clot") in a 30-year-old female patient who had essure (batch no. Do6931) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gianvi from 2002 to (B)(6) 2015. Concurrent conditions included uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain/lower left abdomen/dull ache to severe"), vaginal haemorrhage ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss") and back pain ("pain: lower left back/dull ache to severe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of joint swelling ("severe swelling in left ankle"), the second episode of alopecia ("hair loss"), the second episode of joint swelling ("severe swelling of the left ankle"), deep vein thrombosis (seriousness criterion medically significant), menstrual disorder ("horrifying periods") and thrombosis (seriousness criterion medically significant). The patient was treated with calcium polystyrene sulfonate (zerolit) and surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix, and fallopian tubes were removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, headache, back pain, deep vein thrombosis, menstrual disorder and thrombosis outcome was unknown, the abdominal pain lower, vaginal haemorrhage, migraine, the last episode of alopecia, menorrhagia and the last episode of joint swelling had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, deep vein thrombosis, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, thrombosis, vaginal haemorrhage, the first episode of alopecia, the first episode of joint swelling, the second episode of alopecia and the second episode of joint swelling to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post received:social media added as reporter. Event added: dvt, blood clot and horrifying periods. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gianvi from 2002 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain/lower left abdomen/dull ache to severe"), vaginal haemorrhage ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("chronic fatigue"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), the first episode of alopecia ("hair loss") and back pain ("pain: lower left back/dull ache to severe"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of joint swelling ("severe swelling in left ankle"), the second episode of alopecia ("hair loss") and the second episode of joint swelling ("severe swelling of the left ankle"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix, and fallopian tubes were removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, headache, menorrhagia and back pain outcome was unknown, the migraine, the last episode of alopecia and the last episode of joint swelling had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of alopecia, the first episode of joint swelling, the second episode of alopecia and the second episode of joint swelling to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 30 year old patient. Her demographics were updated. Her historical medication was added. Events: abnormal bleeding (vaginal, menorrhagia), severe swelling of the left ankle, hair loss and pain: lower left back/dull ache to severe. Post essure removal migraine, hair loss and swelling of the ankle had ceased and fatigue had lessened. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/ abnormal menstruation"), joint swelling ("severe swelling in left ankle"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix, and fallopian tubes were removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, joint swelling, migraine, headache, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, joint swelling, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.